Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2007. The surgeon removed old size 2 11mm ps poly, no significant wear noted. The surgeon then checked components for loosening and found them to have no looseness. The surgeon inserted a new size 2 11mm ps poly and closed the incision. The surgeon implanted same size liner.

Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of instability and/or dislocation. However, this cannot be confirmed because the device was not available for evaluation.

Event description:
Index surgery:(B)(6) /2007. Revision due to dislocation and patient complaining of instability. The surgeon removed old size 2 11mm ps poly, no significant wear noted. The surgeon then checked components for loosening and found them to have no looseness. The surgeon inserted a new size 2 11mm ps poly and closed the incision. The surgeon implanted same size liner.